Manufacturer narrative:
(B)(4). Unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2015 as follows: plaintiff allegedly received an implant on (B)(6) 2008 via the left common femoral vein due to pe and anemia. Patient alleges successful retrieval by exploratory laparotomy on (B)(6) 2010. Plaintiff is alleging migration, tilt, vena cava perforation, organ perforation, lumbar, lower back neck, shoulder, gastric pain, aneurism in kidney, lack of energy, insomnia, migraines, depression, anxiety.

Event description:
Description according to complainant: it is alleged that "patient underwent placement of a cook celect inferior vena cava ("ivc") filter at the (B)(6) medical center in (B)(6). On or about (B)(6) 2010, patient learned that her ivc filter had failed. Further testing confirmed that the ivc filter migrated and fractured. Two of the anterior medial struts of the ivc perforated the cava, one entered the anterior wall of the abdominal aorta, and a fourth strut perforated the posterior cava and was eroding into the anterior cortex of her lumbar spine. On (B)(6) 2010, patient was forced to undergo exploratory laparotomy with removal of the ivc filter". It is alleged that "patient has endured extreme pain and suffering".

Manufacturer narrative:
(B)(4). No device, imaging studies or hospital or medical records have been available, consequently, based on very limited information it is not possible to comment on the pain, the ivc filter, which allegedly migrated and fractured, the two anterior medial struts, which perforated the cava and the exploratory laparotomy filter removal, which the patient was forced to undergo. Also, it is not possible to comment on the alleged extreme pain and suffering the patient has endured. However, investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged filter migration and perforation of vena cava cannot be determined based on the limited information provided. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'fracture, migration, tilt, vc+organ perforation, diff removal, pain, aneurism in kidney, migraines, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.